Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during a routine maintenance on his olympus visera elite ii video system center, the fan was not functioning properly. According to the initial reporter, the rotation fan speed did not pass device standard. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. It was discovered that the fan¿s rotation was not meeting the standard OEM values due to the component being worn-out. This fan will require a replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty fan. The failure of the fan was attributed to component wear. Olympus will continue to monitor field performance for this device.